Manufacturer narrative:
The insulin pump display had ink spots and bleeding display glass. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip, cracked reservoir tube near the reservoir tube window and cracked battery tube threads.

Event description:
It is reported that a customer has physical damage in the form pixel lines on the screen on their insulin pump. The patient's blood glucose level was at 111 mg/dl. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.